Manufacturer narrative:
Invacare has received an update on this event. A post incident report by the end user to her occupational therapist suggests that some form of extension was added in or around the joystick by the dealer that caused interference with the armrest and resulted in unintended movement. The bracket sticks out and when the end user goes through a doorway, van access, elevator she will hit the front edge of the joystick mount. This retracts the joystick, the extension bracket wedges under the arm support and the power chair is allegedly stuck driving until the user is stopped by an obstacle. The end user had sustained fractures (apparently trimalleolar) at one ankle. The end user is a (B)(6) female who had polio as a child and is effectively a tetraplegic, pre-existing. Invacare is unable to determine if there was an actual malfunction with the tdxsp power chair. The return of the power chair to invacare is not likely, therefore, invacare does not have any information relating to the unknown bracket installed by the dealer. Should access to the power chair become available at a future date this record will be updated.

Manufacturer narrative:
Despite repeated attempts to obtain further information invacare has been unable to determine if there was a malfunction of the device or any information concerning the injuries alleged. We are filing this in an abundance of caution based on unsupported allegations.

Event description:
Invacare corp received a letter from a lawyer stating his client was injured as a result of an unspecified malfunction with a tdxsp power chair.